Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that the insulin pump was not delivering insulin properly. The patient's blood glucose was 407 mg/dl and he had not yet treated. The patient did not experience symptoms of high blood glucose. The wife was assisted with programming a bolus for her husband. She was advised to check the patient's blood glucose in an hour to see if it went down. The insulin pump was not returned for analysis.